Manufacturer narrative:
Device received with no button response at act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, a21 test, self test and displacement test or verify unexpected battery power loss due to no button response. No button error alarm during testing. However, corrosion was found at the keypad. Also, moisture damage at electronic assembly and moisture damage motor during visual inspection. Device received with cracked reservoir tube lip,cracked battery tube threads, cracked belt clip slot, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got her pump wet and that it has not worked for about 2 weeks. Her blood glucose was unknown. She stated that her pump fell out of her pocket and into the toilet. During troubleshooting for pump exposed to fluid, the customer was advised to disconnect at the quick release. She said that she could not do so because her pump would not power on. The customer was assisted with trying to review her alarm history but could not do so because the pump would not power on she was advised to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump is being returned for analysis.